Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Initial acl reconstruction done on (B)(6) 2006. On (B)(6) 2007 - left knee surgical incision, irrigation and debridement. Bone staple removal, left proximal tibia; focal swelling times one week - distal aspect of surgical incision over proximal aspect of tibia. Subsequent drainage, yellow fluid. Not associated with any pain, erythema or any fevers or constitutional symptoms.